Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Additionally, device evaluation noted the image was not displayed, and foreign objects at the distal end was found due to clogged. Based on the results of the investigation, regarding the interference image and no image, the cause was traced to a damaged plug unit. And for the foreign objects at the distal end, the cause of the clogged cannot be conclusively identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope had image interference. The issue occurred during reprocessing. There were no reports of patient involvement.